Event description:
Per the clinic, the patient experienced magnet dislodgement after sustaining a head trauma (specific date not reported). Subsequently, the device was explanted on(B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on november 28, 2023.